Event description:
A low blood glucose event was reported. The lowest blood glucose level recorded was 54 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Customer technical support recommended that the caller consult a healthcare professional to discuss factors affecting blood glucose levels.